Event description:
It was reported the pt presented with an occluded left common iliac artery. Thus, the physician planned to perform an aorto-uni-iliac approach. There was no adverse outcome for the pt. In addition, there was no allegation of product deficiency made by the clinician regarding the excluder device.